Manufacturer narrative:
(B)(4). Lead: model 3389s-40, lot# v109673, implanted: 2008 (B)(6), explanted: na; lead: model 3389s-40, lot# v109673, implanted: 2008 (B)(6), explanted: na; extension: model 7482a51, serial# (B)(4), implanted: 2008 (B)(6), explanted: na; extension: model 7482a51, serial# (B)(4), implanted: 2008 (B)(6), explanted: na; programmer: model 37642, serial# (B)(4); adaptor: model 64002, lot# n259819, implanted: 2011 (B)(6), explanted: na

Event description:
It was reported that the patient's hcp wanted to replace the device due to battery depletion. The patient thought that the ins should have lasted longer than 13 months, but did not have the programmed parameters available to confirm if there was truly a device problem or if the depletion was normal based on parameters. The manufacturer's device tracking registry showed that the patient's ins was explanted and replaced. Additional information has been requested, but was not available as of the date of this report.